Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, joint swelling, fibroadenoma of breast, upper respiratory infection, carpal tunnel release (2011-right side), c-section ((B)(6)), fracture of metatarsal bone(s), open, gravida ii, parity 3, obesity, insomnia, breast calcifications, gastroesophageal reflux disease and endocervical squamous metaplasia. (B)(6) 2019 surgical pathology report diagnosis vaginal hysterectomy and bilateral salpingectomy: benign cervix with squamous metaplasia. Inactive endometrium. Subserosal and intramural leiomyomas. Bilateral fallopian tubes with no significant pathological change. Concurrent conditions included neck mass, cervical cyst, degenerative disc disease, sarcoidosis, hot flashes, migraine, dysmenorrhea, ethmoidal sinusitis, gastritis, duodenal erosions, foot deformity, tingling and numbness. Family history included colon cancer (mother). Concomitant products included hydrochlorothiazide, ibuprofen and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue."), menorrhagia ("menorrhagia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), musculoskeletal pain ("buttock pain,"), night sweats ("night sweats"), bladder prolapse ("prolapsed bladder,"), arthralgia ("joint aches"), dysphagia ("dysphagia"), abdominal distension ("epigastric fullness"), hypertension ("hypertension"), headache ("headache"), dyspepsia ("she has heartburn"), nausea ("nausea"), vomiting ("vomiting of food") and constipation ("constipation") and was found to have the first episode of weight increased ("weight gain"), uterine leiomyoma ("fibroids,") and the second episode of weight increased ("gained weight"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, back pain, fatigue, menorrhagia, urinary tract disorder, allergy to metals, musculoskeletal pain, night sweats, uterine leiomyoma, bladder prolapse, arthralgia, dysphagia, abdominal distension, hypertension, headache, dyspepsia, nausea, vomiting, the last episode of weight increased and constipation outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, bladder prolapse, constipation, dyspepsia, dysphagia, fatigue, headache, hypertension, menorrhagia, musculoskeletal pain, nausea, night sweats, pelvic pain, urinary tract disorder, uterine leiomyoma, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: insertion details-left 1 and right 4 coils were noted. Concerning the injuries reported in this case, the following ones were reported via social media- dysphagia, abdominal distension, hypertension, headache, heartburn, nausea, vomiting, weight gain, constipation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:joint pain, back pain, night sweats, pelvic pain, bladder prolapse. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration on 18-feb-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and arthralgia ('joint aches/ongoing pain hip/joint pain') in a 40-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, joint swelling, fibroadenoma of breast, upper respiratory infection, carpal tunnel release (2011-right side), c-section (1989), fracture of metatarsal bone(s), open, multigravida, parity 3, obesity, insomnia, breast calcifications, gastroesophageal reflux disease and endocervical squamous metaplasia. (B)(6) 2019- surgical pathology report diagnosis vaginal hysterectomy and bilateral salpingectomy: - benign cervix with squamous metaplasia. - inactive endometrium. - subserosal and intramural leiomyomas. - bilateral fallopian tubes with no significant pathological change. Concurrent conditions included neck mass, cervical cyst, degenerative disc disease, sarcoidosis, hot flashes, migraine, dysmenorrhea, ethmoidal sinusitis, gastritis, duodenal erosions, foot deformity, tingling and numbness. Family history included colon cancer (mother). Concomitant products included amlodipine besilate (norvas), chlortalidone (chlorthalidone), hydrochlorothiazide, ibuprofen and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), back pain ("back pain"), fatigue ("fatigue."), menorrhagia ("menorrhagia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), musculoskeletal pain ("buttock pain,"), constipation ("constipation"), night sweats ("night sweats"), bladder prolapse ("prolapsed bladder,"), dysphagia ("dysphagia"), abdominal distension ("epigastric fullness"), hypertension ("hypertension"), headache ("headache"), dyspepsia ("she has heartburn"), nausea ("nausea"), vomiting ("vomiting of food") and pain ("body aches") and was found to have the first episode of weight increased ("weight gain"), uterine leiomyoma ("fibroids,") and the second episode of weight increased ("gained weight"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, back pain, fatigue, menorrhagia, urinary tract disorder, allergy to metals, musculoskeletal pain, constipation, night sweats, uterine leiomyoma, bladder prolapse, dysphagia, abdominal distension, hypertension, headache, dyspepsia, nausea, vomiting, the last episode of weight increased and pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, bladder prolapse, constipation, dyspepsia, dysphagia, fatigue, headache, hypertension, menorrhagia, musculoskeletal pain, nausea, night sweats, pain, pelvic pain, urinary tract disorder, uterine leiomyoma, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: insertion details-left 1 and right 4 coils were noted discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2009. Serious injury criterion: " disability / permanent damage / required intervention /other serious (important medical event) " was mentioned but not specified and/or assigned to one of the events. Concerning the injuries reported in this case, the following ones were reported via social media- dysphagia, abdominal distension, hypertension, headache, heartburn, nausea, vomiting, weight gain, constipation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:joint pain, back pain, night sweats, pelvic pain, bladder prolapse. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) -event body aches were added. New reporters, concomitant drug, source documents and reference section were transferred to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration on 18-feb-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and arthralgia ('joint aches/ongoing pain hip/joint pain') in a 40-year-old female patient who had essure (batch no. 20192094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, joint swelling, fibroadenoma of breast, upper respiratory infection, carpal tunnel release (2011-right side), c-section (1989), fracture of metatarsal bone(s), open, multigravida, parity 3, obesity, insomnia, breast calcifications, gastroesophageal reflux disease and endocervical squamous metaplasia. 21mar2019-surgical pathology report diagnosis vaginal hysterectomy and bilateral salpingectomy: benign cervix with squamous metaplasia. Inactive endometrium. Subserosal and intramural leiomyomas. Bilateral fallopian tubes with no significant pathological change. Concurrent conditions included neck mass, cervical cyst, degenerative disc disease, sarcoidosis, hot flashes, migraine, dysmenorrhea, ethmoidal sinusitis, gastritis, duodenal erosions, foot deformity, tingling and numbness. Family history included colon cancer (mother). Concomitant products included amlodipine besilate (norvas), chlortalidone (chlorthalidone), hydrochlorothiazide, ibuprofen and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), back pain ("back pain"), fatigue ("fatigue."), menorrhagia ("menorrhagia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), musculoskeletal pain ("buttock pain,"), constipation ("constipation"), night sweats ("night sweats"), bladder prolapse ("prolapsed bladder,"), dysphagia ("dysphagia"), abdominal distension ("epigastric fullness"), hypertension ("hypertension"), headache ("headache"), dyspepsia ("she has heartburn"), nausea ("nausea"), vomiting ("vomiting of food") and pain ("body aches") and was found to have the first episode of weight increased ("weight gain"), uterine leiomyoma ("fibroids,") and the second episode of weight increased ("gained weight"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on 21-mar-2019. At the time of the report, the pelvic pain, arthralgia, back pain, fatigue, menorrhagia, urinary tract disorder, allergy to metals, musculoskeletal pain, constipation, night sweats, uterine leiomyoma, bladder prolapse, dysphagia, abdominal distension, hypertension, headache, dyspepsia, nausea, vomiting, the last episode of weight increased and pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, bladder prolapse, constipation, dyspepsia, dysphagia, fatigue, headache, hypertension, menorrhagia, musculoskeletal pain, nausea, night sweats, pain, pelvic pain, urinary tract disorder, uterine leiomyoma, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: insertion details-left 1 and right 4 coils were noted discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2009. Serious injury criterion: " disability / permanent damage / required intervention /other serious (important medical event) " was mentioned but not specified and/or assigned to one of the events. Concerning the injuries reported in this case, the following ones were reported via social media- dysphagia, abdominal distension, hypertension, headache, heartburn, nausea, vomiting, weight gain, constipation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:joint pain, back pain, night sweats, pelvic pain, bladder prolapse lot number: 20192094, manufacturing date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.